Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional and failed the cannulation test. Therefore, the reported condition was confirmed. It was further observed that the electronic control unit and the electronic motor did not function properly. The assignable root cause was determined to be due to normal wear on mechanical and electronic components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Event description:
It was reported that during an anterior cruciate ligament (acl) surgical procedure, it was observed that the battery reamer/drill device had no power. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.